Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s cgm sensor was accidentally dislodged and they lacked a replacement until the next day, after which they observed rising blood glucose to 355 mg/dl about two hours after a meal and recent supply change; the agent provided education on bg run mode, recommended a fingerstick and full supply change, and the user elected to disconnect and use subcutaneous insulin by pen with guidance to remain disconnected for at least two hours after injections. Symptoms included hyperglycemia. Outcomes included temporary discontinuation of pump therapy and transition to manual injections. Investigation included troubleshooting and education with user-reported blood glucose review. Investigation of this case revealed no device alarms and no confirmed device malfunction; the cause of hyperglycemia remained unclear, with possible contribution from loss of cgm input and recent supply change. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.